Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Evolve lv xlv study. It was reported that myocardial infarction (mi) and in-stent restenosis occurred. On (B)(6) 2021, the subject presented with stable angina (ccs classification: iii) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 70% stenosis and was 15 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm study stent. Following post-dilatation, residual stenosis was 0% with timi flow 3. Non-target lesions in the mid lad extending to the first diagonal were treated with placement of 2.50 mm x 16 mm, 2.50 mm x 38 mm, 2.50 mm x 38 mm and 3.00 mm x 48 mm synergy stents in the overlapping manner. The subject was discharged on aspirin and ticagrelor. On (B)(6) 2022, the subject presented at the emergency department via emergency medical services (ems) with complaints of sudden onset of mid chest pain radiating to neck and jaw with associated shortness of breath that began while walking to his truck which improved with a dose of sublingual nitroglycerine. The subject was administered aspirin and sublingual nitroglycerine by ems which alleviated the pain and it was reported that he experienced no chest pain after the second dose of nitroglycerine. On arrival at the emergency department, the subject was administered heparin bolus and drip was started. The subject was diagnosed with non-q wave mi based on symptoms, biomarker elevation, electrocardiography (ECG) changes and angiography. The location of the mi was anterior (septal) and lateral. The subject was hospitalized for further medical evaluation and was recommended for left heart catheterization, to continue heparin drip along with home medications aspirin, losartan, toprol xl, rosuvastatin, brilinta. In addition, for acute on chronic heart failure the subject was advised to take IV lasix 40 mg bid and supplemental oxygen. The subject was advised for cts (cardiovascular and thoracic surgery) evaluation for CABG surgery. In addition, subject was scheduled for endoscopy for anemia. On (B)(6) 2022 the occlusion noted in the lad was accessed by sternotomy and treated with bypass surgery using left internal mammary artery (lima) to lad anastomosis. In, addition, stenosis noted in right coronary artery and left circumflex were treated with bypass surgery using saphenous vein graft (svg) to posterior descending artery (pda) anastomosis and svg to intramyocardial obtuse marginal anastomosis respectively. Satisfactory surgical hemostasis was achieved post grafting using protamine. Post procedure, the subject was transferred to the intensive care unit in stable condition on low dose of inotropes and low dose of vasopressor. The subject was weaned and extubated from the ventricular without difficulty and when deemed medically appropriate, the subject was transferred to the telemetry stepdown unit, where the subject remained stable free from significant dysrhythmias. The subject was advised to continue aspirin, statin, beta blocker, brillinta and was advised to start oral lasix 40 mg daily for a month. On (B)(6) 2022, the subject was discharged from the hospital and the event was considered to be recovering/resolving.